Event description:
The affiliate stated the customer reported multiple wash carousel motion errors during use of reaction vessels (rvs) manufactured with a new resin while operating the access® 2 immunoassay system used in conjunction with the access® reaction vessels. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results. As the instrument enters the not ready state, any assays on board would not be analyzed. A beckman coulter field service engineer (fse) assessed the instrument at the facility. The fse cleared broken incubator belt clips and verified alignments. Beckman coulter shipped the customer a new lot of reaction vessels that was not affected by the new resin. The customer indicated no further issues. The instrument was returned to normal operation.

Manufacturer narrative:
In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access® instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. Beckman coulter internal identifier for this report is (B)(4). This medwatch report is related to MDR 2122870-2014-00017.